Event description:
Two issues with pm kits where IV set-set tubing has come loose from drip chamber. It just happened without warning. The kit was placed in the anesthesia and the patient was moved to a department when the incident occurred. No problems were noticed when the pressure monitoring kit was placed.

Manufacturer narrative:
Additional information has been requested. If a sample is received an investigation will be completed and a supplemental report will be submitted.